Event description:
A 6f angio-seal vip was deployed in the right common femoral artery following a coronary angioplasty. The groin was chosen as the access site due to the pt's anatomy not being suitable for the radial approach. A pre-deployment angiogram was not performed. No deployment issues were reported, however, a small hematoma was noted at the puncture site. The pt was sent to the recovery room for monitoring and it was quickly noticed that the pt's leg was cold and there was an absence of pedal pulses. Surgical intervention was required due to a vessel occlusion. The pt's status following the event was listed as recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.